Manufacturer narrative:
Additional information was received and confirms the patient was successfully weaned from the impella device and the device was explanted with a survived outcome. D6b explant date has been updated accordingly (with d6a implant date repopulated). Patient demographics were confirmed (specifically weight) and repopulated to a4.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the device in wrong position cannot established.

Manufacturer narrative:
D4. Serial and primary UDI number corrected.

Manufacturer narrative:
D4 unique device identifier and d4 serial number was updated, corrected and have been repopulated. Additionally, the investigation was revisited. Therefore, investigation results have been republished accordingly to ensure latest results are provided. Investigation. The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Device in wrong position - due to a lack of clinical details on how the positioning issue occurred and no product returned, the cause of the device in wrong position cannot established. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella 5.5, the left ventricular placement signal did not correlate with the aortic pressure. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella 5.5.